Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported the customer received a higher reading from his adc freestyle libre sensor than a reading received on a healthcare provider¿s meter and provided the following results: sensor: 500 mg/dl vs hcp meter: 129 mg/dl. Caller further reported that on (B)(6) 2019 customer experienced ¿headaches and dizziness¿ so he went to an emergency room where the readings comparison was done and he received unspecified hcp treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller, calling on behalf of a customer, reported the customer received a higher reading from his adc freestyle libre sensor than a reading received on a healthcare provider¿s meter and provided the following results: sensor: 500 mg/dl vs hcp meter: 129 mg/dl. Caller further reported that on (B)(6)2019 customer experienced ¿headaches and dizziness¿ so he went to an emergency room where the readings comparison was done and he received unspecified hcp treatment. There was no report of death or permanent injury associated with this event.